Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the left fossa component was discovered broken and a revision surgery will be performed to replace the component.

Manufacturer narrative:
Update: h6: the reported event has been confirmed. As the surgeon, provided images clearly showing heterotopic bone and a fractured fossa component. Additionally, the surgeon initiated the order for revision devices. The device history records (DHR) were reviewed. And all devices met specifications. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing-related issue.

Event description:
It was reported, the left fossa component was discovered broken. And a revision surgery will be performed to replace the component.